Event description:
The bench technician while servicing the device found the external paddles damaged. The paddles need replacing. There was no patient involvement.

Event description:
It was reported to philips that the device at the repair bench were found to have damaged paddles. There was no patient involvement.

Manufacturer narrative:
The bench technician while servicing the device found the external paddles damaged. The paddles need replacing. Upon conclusion of the evaluation, it was determined that the damaged paddles require replacement. The device after servicing will be returned to the customer.